Event description:
The patient received more IV fluid than intended. At 0300, the primary line of the pump was programmed to deliver lactated ringers at a rate of 75ml/hr with a volume to be infused of 1000ml and the delivery was started. At 0600, the nurse entered the patient's room and noted the pump displayed a rate of 75ml/hr; however, the pump "sounded like it was pumping faster." At that time, the nurse noted that approximately 25ml remained in the IV bag. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.